Event description:
It was reported that the pt underwent abdominal plastic surgery approximately one year ago. One month after the initial surgery a seroma was noted, which was drained during a subsequent surgery. Red nodular lesions appeared along the suture line and near the incision line post operatively. The pt has been treated with antibiotics, without improvement.